Manufacturer narrative:
This is the same event as 3010536692-2014-01266.

Manufacturer narrative:
Updating original surgery date to (B)(6) 2004.

Event description:
Allegedly revised due to pain and abnormal metal ion levels. During the revision surgery, mild corrosion was found on the prosthesis.